Manufacturer narrative:
Pump received with moisture damage on the lcd glass. The insulin pump was also received with corroded keypad traces. No moisture damage on the motherboard, interface board, radio frequency board, motor, vibrator and battery tube assembly during visual inspection. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported going to the beach while connected to the insulin pump. Customer's blood glucose was 180 mg/dl. The customer reported fluid was present under the lcd display. The customer also reported cracks present on the battery compartment of the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.